Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that post-implant of realize gastric band she developed a port site infection that was treated with antibiotics. During a routine fill the surgeon was not able to access the port and another abdominal x-ray was done on (B)(6) 2011 that showed the band tubing was disconnected from the port. This was followed with antibiotics and additional x-rays on (B)(6) 2011 to determine if tube displacement was related to kidney and bladder pain. In second opinion tubing appeared disconnected from the port and displaced into the pelvis. Port scheduled to be replaced on (B)(6) 2011.